Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: the pump was returned with the ok button inoperable; the rest of the buttons on the keypad responded properly. There was no physical damage to the keypad and no contamination found when removed. Unrelated to the original complaint, there was moisture observed behind the display lens. The leak test failed due to a crack near the display lens and battery compartment. The pump was opened and there was moisture found throughout. Also unrelated, the battery cap coin slot was damaged and difficult to remove.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok buttons were unresponsive, which was noticed after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.